Event description:
It was reported that the device had a broken tip. An angiojet zelantedvt catheter was selected for a procedure. During preparation, the catheter came out of the package with a broken tip. There were no patient complications reported.